Event description:
It was reported that during a video assisted thoracic lobectomy procedure, the device was used with a reload and when fired the surgeon observed the staple line. The staples appeared malformed and looked suspicious. The surgeon then used a second device to fire across the area and when fired the device cut and did not staple. The staple line opened and the surgeon had to convert to an open procedure due to the bleeding observed in the patient. The surgeon observed staples lying next to the tissue and appeared to be bent but not opened at the ends. The patient lost several units of blood but it is not known at this time if they required any units to be given. The surgeon then used suture to complete the procedure and stop the bleeding. At this time the rep reported the patient to be stable.

Manufacturer narrative:
Date sent: 12/15/2008. Info anticipated, but unavailable at this time.